Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leakage. On (B)(6) 2024, the nurse followed the doctor's orders to use a closed IV needle to give the patient intravenous fluids and retained, retained successfully after no causative factors appeared to be the front end of the needle and v-type indwelling needle interface leakage of blood phenomenon, after checking to find that the needle leakage of blood there is a crack of about 0.3 mm, and the patient explained by its consent to replace the new closed IV needle to re-puncture and retained successfully.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#2137566 1-the products of this batch were assembled at intima ii auto line 3 in may 2022, and packaged at cfs package line in may 2022. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and crack state of the defective sample cannot be identified, the root cause of leakage cannot be determined.